Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. This lead was also reportedly damaged. Additional information obtained from the field which indicated that there was tissue noted on this lead and the distal end of the body of this lead looked damaged. This lead was explanted. No additional adverse patient effects were reported.